Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the reporter, on (B)(6) 2025, the pediatric patient experienced a skin reaction with rash, redness, blisters, severe eczema, and dry skin, under the entire patch area. It was unknown for how many days the sensor was inserted. The parent stated that the patient had severe eczema due to the sensor, and that it was difficult to keep the patient´s skin healthy, even though they switch the insertion sites for the sensor. The parent furthermore stated that the patient needed medical or surgical treatment, but no specific treatment was reported. The parent provided a photo which was reviewed and shows the reaction as pale pink and reddened with several pimples, and dry, flaky skin within the sensor patch footprint. Dexcom was unable to obtain further information from the reporter for this complaint, and the report was done anonymously. Attempts to reach the healthcare provider mentioned in the report were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.